Manufacturer narrative:
Add'l info from the user facility report: brand name: arthrocare, common device name: coblator evac 70 xtra.

Event description:
During an arthroscopic procedure, the physician was reportedly using an evac 70 xtra plasma wand. Mid-procedure, the physician noted one of the electrodes appeared to be broken, while the other was missing. The physician was unable to locate the missing electrode. No pt complications were reported as a result of this event. During the case, 2 of the 3 wires on the tip of the coblator were noted to be broken and one missing. The wires were not accounted for.